Event description:
Instrument is broken.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned devices confirms the observation. Previous investigations, including evaluations by a depuy material scientist has determined that use error is the most likely root cause. Manufacturing or material error was not identified. It is however recognized that improvements are possible to alleviate this issue even if not used properly. Eco 292374 was approved and completed on january 15, 2010, which includes improvements to bolster the durability of this instrument. These instruments were manufactured in june 2013; after the design improvement. Health hazard evaluations pra-860-2009-hhe in march 2009 and dva-105642-hhe in january 2011 were held to determine the risk involved with the tip of a modular stem inserter breaking off during surgery. The hhe from 2009 and again in 2011 concluded that no field action was required. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. Qty x 2. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.